Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use in the adverse events: potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh exposure, pelvic pain/discomfort, dyspareunia, emotional changes, depression/anxiety, unable to have sexual intercourse, cystocele (prolapse), hypotension/low blood pressure, uterine perforation from an intrauterine device, recurrent vaginal pain, urinary incontinence, urinary retention, uterine prolapse, vaginal bleeding, pelvic pressure, leakage, blood loss, anterior vaginal defect/folded mesh, scar tissue (scarring), squamous lined fibrovascular tissue with chronic inflammation, foreign body giant cell granulomatous reaction, and non-surgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient and urgency.